Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by (B)(6) and documented in a technical summary written by (B)(6). A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon burst was most likely attributed to the patient¿s severely calcified annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Ref. Mfgr report # 2015691-2016-03085.

Event description:
As reported by the (B)(6) affiliate, the 29mm sapien 3 was implanted in the correct position, with a volume 31.5 ml, according to the native valve. Post deployment tee showed regurgitation. +1cc of contrast was added and post dilated the valve. At the end of dilatation, the delivery system balloon ¿broke¿ and the patient became unstable. The patient was placed on cardiopulmonary bypass, a left coronary occlusion was observed and a saphenous graft was surgically placed. Unfortunately the patient never recovered and expired.